Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring and broken battery tube threads.

Event description:
It was reported that the insulin pump had cosmetic damage. The customer¿s blood glucose level was unknown at the time of incident. No further details were given. The insulin pump is being replaced and is expected to return for analysis.